Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the laparoscope (gynecologic) exhibited a broken color ring on the control section and fiber-bonding damage in the outer tube area (distal end). There was no patient involvement.